Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set leakage event at quick release (qr) on 26-jun-2024. The infusion set was in use for two days. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6).